Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the protective sleeve became stuck on the iab and was unable to be used. There was no patient involvement.

Manufacturer narrative:
The product was returned with the membrane partially unfolded with visible blood on the exterior of the catheter. A t-handle retainer was over the membrane at approximately 15.5cm from the iab tip. The t-handle with 2 retainers was also returned intact and separate from the iab. Two catheter tubing kinks were observed near the y-fitting at approximately 75.7 cm & 76.2cm from the iab tip. Additionally, the catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve for an extended period of time, causing the catheter tubing to lose its round shape. The retainer over the membrane was removed without difficulty. No damage to the membrane was observed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. All three t-handle retainers were measured and found to be dimensionally within specifications. We are unable perform a retainer pull test due to the returned condition of the iab. The evaluation was unable to confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the protective sleeve became stuck on the iab and was unable to be used. There was no patient involvement.